Event description:
It was reported that the right ventricular (rv) lead exhibited small r waves. It was further reported that 4 ventricular heart rate detections due to noise were noted. Thresholds and impedances were within range. The lead remains in use; the physician elected not to revise the lead per the patient's wishes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr901 implantable pulse generator (ipg) (B)(6) 2005.